Event description:
Pt with a history of successful ascending aorta sinotubular aneurysm repair 5 years ago, underwent an elective sternal rewiring 2 weeks ago for complaint of sternal click. The pt collapsed in am, was initially seen at a local emergency dept and then life flighted to this hospital. "Tee" demonstated an anterior mediastinal hematoma. The pt was stabilized and taken to the or. During the surgery the pt became acutely unstable and was resuscitated, however the pt's pupils were fixed and dilated. The pt subsequently died. Post-mortem examination demonstrated an internal jugular catheter which had perforated the subclavian vein.